Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert was noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable and wall adapter, left adapter plugged into a working outlet for at least 30 minutes, and pump then began charging, so no further assistance was required.